Manufacturer narrative:
30-apr-2024 case update: other - based on updated assessment provided by gps no reportable event has taken place to the consumer. Hence the actual MDR is obsolete and no longer needed.

Event description:
Almost choked [choking sensation] stomach ache [abdominal pain upper] throat sore [oropharyngeal pain] pins and needles all over upper stomach above the belly button, all the way across the abdomen [paraesthesia] the brush head broke of [off] in my mouth / fell in mouth...there's a crack on the side of it too - oral-b [device breakage] case narrative: a 40 year old female via e-mail stated that while using her oral-b toothbrush, the oral-b brush head broke off in her mouth, had a crack on the side of it, and she almost choked. Also reporting stomach ache, pins and needles all over upper stomach above the belly button, all across the abdomen and throat soreness have occurred. No serious injury was reported. 30-apr-2024 case update: based on updated new information (return of physical product to kronberg) no reportable event has taken place to the consumer. Hence the actual MDR was obsolete and no longer needed. No serious injury was reported.

Event description:
Almost choked [choking sensation]. Stomach ache [abdominal pain upper]. Throat sore [oropharyngeal pain]. Pins and needles all over upper stomach above the belly button, all the way across the abdomen [paraesthesia]. The brush head broke of [off] in my mouth / fell in mouth...there's a crack on the side of it too - oral-b [device breakage]. Case narrative: a 40 year old female via e-mail stated that while using her oral-b toothbrush, the oral-b brush head broke off in her mouth, had a crack on the side of it, and she almost choked. Also reporting stomach ache, pins and needles all over upper stomach above the belly button, all across the abdomen and throat soreness have occurred. No serious injury was reported.

Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of product return.